Event description:
It was reported to philips that the heartstart xl defibrillator showed a defib failure cycle power error 1000. There was no reported patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is complete.